Event description:
"Tip broke off in-patient during surgery." The user/facility was contacted for additional information. Surgery was extended 30-35 minutes to retrieve the broken tip. The patient did not suffer any adverse effects as a result of this occurrence. The broken tip was discarded; however, the remaining portion of the drill bit will be returned for investigation.